Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is underdelivering. The customer stated the pump alarm(s) reported were error e22, and an insulin flow was blocked. The customer observed the blank and frozen screen on the pump and damage to the battery compartment. The customer reported a blood glucose value of 400 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The customer had experienced hyperglycemia and elevated ketones, and had visited the emergency room and been hospitalized. The symptoms the customer had reported at the time of hospitalization were vomiting, weakness, vertigo, and headache. The event involved product(s) mmt-1812. Troubleshooting was performed for the blank display, and the customer reported that the battery compartment and/or springs are damaged and/or corroded. Troubleshooting was performed for the high blood glucose. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer was not using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1812 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Delivery anomaly-possible under delivery not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Delivery anomaly-no delivery/occlusion alarm not confirmed. No blank display or frozen screen noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No cracked case battery compartment noted, however, the pump was received with a scratched/dented case at the battery compartment. The following were noted during visual inspection: minor scratched display window, scratched case at the front of the pump, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There was no bolus listed on the event date 22-sep-2025 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 22-sep-2025 in the pump history file. On the event date of 22-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 (0 u) anddailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 0 (0 u).perform the history review 1 week prior to the event date 22-sep-2025 in the pump history file and found 2 nodelivery alarm on 09/19/2025 (during basal).the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/hyperglycemia/dka. Delivery anomaly-possible under delivery not confirmed. Display anomaly-blank display not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Display anomaly-frozen screen not confirmed. Damage- cracked case battery tube was not confirmed at the back of the pump however, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.